Event description:
It was reported that an 8100 failed patient-side occlusion test. There was patient involvement but no harm.

Manufacturer narrative:
Omit : a08 - calibration problem (2890), a25 - no apparent adverse event (3189), b21 - type of investigation not yet determined, c21 - results pending completion of investigation and d16 - conclusion not yet available. Additional information : device eval by manufacturer?, reason code for no evaluation - if other specify, imdrf annex a, b, c, d and g codes and manufacturer narrative. A review of the complaint history for this serialized unit did not confirm similar complaints, based on the same or related failure mode for this event. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. H3 other text : not applicable. Device evaluated by bd.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that an 8100 failed patient-side occlusion test. There was patient involvement but no harm.